Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4) -undefined recurrence; urinary problems. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with hysteroscopy, novasure ablation due to menorrhagia, sui. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, infection, bleeding, dyspareunia, fistulae, and vaginal scarring. It was reported that patient underwent mesh removal and a sling revision on (B)(6) 2013 due to sui. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 08/01/2017 additional narrative: it was reported that following insertion the patient experienced urgency and frequency. No additional information was provided.